Manufacturer narrative:
Evaluation completed. One opened bl5626 pouch from lot u9464 was returned. The tip protector was in place, as it should be; however, the needle was slightly bent approximately 5 degrees or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the port hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter does not cut at 5000cpm as the inner needle does not reach the cutting edge. The cutter was tested at various cut rates and was found to cut intermittently. The inner needle did not always reach the cutting edge. The cutter did aspirate as required. It should be noted that a bent needle condition could contribute to poor cutting performance. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00106.

Event description:
The user facility in (B)(6) reported the cutter did not work. No patient injury reported.